Event description:
Pt to have out pt plasmapheresis. Recurrent blood spillover into plasma collect line. Recovery initiated but unable to clear red blood cell contaminant from plasma collect line. Machine checked per gambro service co and all checked out fine. This tubing sent back to comapny for investigation.